Event description:
Patient representative reported left side "systemic infections¿, "implant shift¿, "pain¿, and ¿wishes to have the implants removed to reduce the risk of bia-alcl." Patient representative additionally reported "weakened immune system," not related to the device. The device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "systemic infections".